Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files (attached) on the day of the event and incoming functional testing. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacturer date: monitor: 01/13/2014, electrode belt: 07/09/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020 around 12:00pm. It was reported that the patient passed away while at home. The patient's sons were present at the time of the event. The patient's sons reported that the patient was unconscious at the time of the treatment. The patient's passing was cardiac related.   Review of the download data indicates that the lifevest delivered one treatment shock at 11:56:58 while the patient's rhythm was in ventricular fibrillation (vf). The post-shock rhythm was asystole with motion artifact. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 12:05:59, the patient's rhythm transitioned into sinus bradycardia at 20 bpm slowing to severe bradycardia at 10 bpm degrading to asystole with motion artifact. The patient was in asystole with motion artifact at the time of the device shutdown at 12:06:50 on (B)(6) 2020. The patient passed away on (B)(6) 2020.